Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented at the emergency room due to receiving two shocks at home. The shocks were inappropriate and due to right ventricular lead dislodged into the right atrium and sensing atrial fibrillation. The lead was explanted and replaced. The physician elected to explant and replace the right atrial lead as well. The patient was stable throughout the procedure. Related manufacturer reference number: 2938836-2019-16798.

Event description:
New information received notes that the physician elected to explant and replaced the right atrial lead due to the fact this was the 3rd lead reposition for the patient. However, the physician did not allege any concern that the events were due to the lead.